Manufacturer narrative:
At this time, the product has not been returned. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown reasons. Additional information from the field representative revealed that the lead exhibited high pacing threshold measurements. The patient underwent surgical intervention to replace a generator due to normal battery depletion, and it was necessary to replace the lead. No additional adverse patient effects were reported. There was no indication of product return.